Manufacturer narrative:
H6. Bd had not received samples, but 12 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell ring was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, red cell ring, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell ring based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was a red cell ring. The following information was provided by the initial reporter, translated from french to english: I would like to ask you for help, we have just recorded the same problem of a bad coagulation in the dry tubes ref 367955. The incriminated batch of tubes is 2153806.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was a red cell ring. The following information was provided by the initial reporter, translated from french to english: I would like to ask you for help, we have just recorded the same problem of a bad coagulation in the dry tubes ref 367955. The incriminated batch of tubes is 2153806.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.